Manufacturer narrative:
No unexpected displayable history crc check failed on startup alarm noted during testing. The insulin pump passed self test. The device had multiple displayable history crc check failed on startup alarm in alarm history screen due to corrupted history file. The device had minor scratched lcd window, cracked case at display window corner, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that two different alarms were received on the customer's insulin pump, including a displayable history failure. The customer's blood glucose was not known. Nothing further reported.